Event description:
It was reported that the device was unable to interrogate. The device was not used for implant. No patient was involved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).